Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following the implant of a 3.0x20mm promus element plus and a 4.0x20mm promus element plus stent, the patient has experienced pain in his left arm and hand with swelling. He feels fatigue all over and weakness in both hands and arms. No additional patient complications have been reported.